Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, xerostomia, heavy smoker, periodontal disease, peri-implantitis, infection, pain, fistula, bleeding, mobility.